Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire was confirmed, but exact mechanism of damage could not be determined from the returned samples. The contents of a microez microintroducer kit were returned for investigation. The items appeared to be unused. The tip of the guidewire extended 1.5cm from the blue tip straightener. A kink was observed in the wire 1.1cm from the exposed tip. A microscopic examination revealed dislocations in adjacent coils of the coil wire. A tactual investigation revealed that the weld tips were intact. The manufacturing facility was notified of this complaint. A review of the sample and the manufacturing records showed no evidence that the cause was attributable to the manufacturing process; therefore, the cause of the complaint was unknown. Potential contributing factors include damage during storage or handling. A lot history review (lhr) of redz1917 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a bent guidewire (the blue one didn¿t cover the guide wire tip). It was stated they changed to a new one. No other information provided. 06/14/2021: returned wire is kinked.